Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a capio open access suture capturing device, "the suture cut off the needle and the needle stayed in the device." It is unknown how the procedure was completed. There were no complications to the patient, who was reportedly fine at the conclusion of the procedure. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for suture detachment.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed that the cage was severely damaged/bent. Functional testing of the returned capio device showed that it would not catch the needle due to the damaged cage. The reported event of "the suture cut off the needle and the needle stayed in the device" could not be confirmed.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a capio open access suture capturing device, "the suture cut off the needle and the needle stayed in the device." It is unknown how the procedure was completed. There were no complications to the patient, who was reportedly fine at the conclusion of the procedure. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.